Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced when tried to deliver insulin, no insulin was coming out, no insulin was dispensed when the injection/dose button was pushed and the screw was not moving as intended. The customer reported no adverse event. The event involved product(s) mmt-105elgyna. Troubleshooting was performed. Identified inpen screw did not move when injection/dose button is pushed. Inpen replacement initiated. No harm requiring medical intervention was reported. The customer would discontinue to use of the device, mmt-105elgyna was requested and the customer's response was the device would be returned.

Manufacturer narrative:
Unit paired successfully to commercial app. Inpen received with leadscrew fully rewound. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. Unable to perform baseline wireless/functionality test or displacement dose accuracy test. In conclusion no insulin is dispensed when the injection/dose button is pushed therefore, the customer concern of leadscrew anomaly was not confirmed due to injection foot being damaged was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.